Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm. Blood glucose level at the time of the incident was 129 mg/dl. Customer also reported having a blood glucose level over 400 mg/dl. The customer reported a bent cannula. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted. The insulin pump had cracked case at display window corner, battery tube threads, reservoir tube, reservoir tube lip and minor scratched display window.